Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the moderately tortuous and moderately calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1 - facility name: (B)(6) hospital.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous and 90% stenosed mid right coronary artery. Pre-dilatation was performed with the 3.0x12mm trek balloon dilatation catheter(bdc) which was prepped per instructions for use. The bdc was advanced with resistance felt from the anatomy. The balloon was inflated once to 10 atmospheres when a rupture occurred. Another trek bdc was used to continue the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.